Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec34-i10l. In the event reported, the user states that there was poor image quality. The timing of the event is unknown. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec34-i10l-us is available in the USA with a 510k number k131855. Pentax medical issued RMA (B)(4) for the device to be returned for further evaluation. The device is currently pending return. On 23-dec-2021, a device history record (DHR) review for model ec34-i0l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 01jun2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: the complaint is that the images are blurred. Pentax examined the returned items with the following results and found no abnormality. Unit test passed all functions. Passed wet leak test. Customer complaint not noted. Passed dry leak test.